Manufacturer narrative:
(B)(4). This complaint for a system error 2240 was not confirmed in the lab. One cassette was received in reference to the reported system error (se) 2240. The cassette was visually inspected with solution noted throughout. The sample was placed on a machine for priming and run with no alarms noted. Based on the information obtained from baxter's investigation, the root cause of the alarm could not be determined. A batch review revealed no manufacturer problems or deviations from standard procedure. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure. The product sample has been requested but has not yet been received by baxter for evaluation. Should any additional information become available, a follow-up report will be submitted.

Event description:
A home patient (hp) contacted global technical services regarding a system error (se) 2240 alarm that occurred on the homechoice unit during dwell 1. The technical service representative (tsr) explained to the hp that a se 2240 indicates a large amount of air has entered the setup. The tsr advised the hp to start over with new supplies or do manual exchanges. The hp stated she would start over with new supplies. Product surveillance followed up with the hp via phone call; the hp stated she has had no further issues from the lot of supplies. The hp stated she was feeling fine and reported no infections. No further detail regarding the incident was available.